Event description:
It was reported that the bio-absorbable 4.5mm anchor pulled out as surgeon was cinching down sutures on tightrope. A guidepin and 2.7mm drill bit was used through the first cuneiform just breaking the cortex of the base of the second met no more than 3mm. The 4.5mm drill bit was used through the first cuneiform. The 4.5mm punch/tap was used into the base of the second met as much as would be allowed without breaking the lateral aspect of the second met. The surgeon made a second incision and used a different angle and a 2.7 mini tightrope, added a wright washer to the oblong button. The procedure was a lisfranc/foot. The quality of the bone was average and the implant was seated fully. The procedure was completed successfully. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include insufficient bone preparation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remains in patient.